Event description:
It was reported that the 9800 system will not power up. It was noted that both monitors would not work. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power control board (pcb). The system was tested and found to be working as intended and placed back into service.